Manufacturer narrative:
(B)(4). Batch #t5e13c. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event could not be confirmed as the device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a gastric procedure, echelon locked and did not open after stapling and cutting to the fourth shot. The steps indicated for this situation were followed: red button, shot, open. Surgery was delayed for 15 minutes due to the event, but was successfully completed with another device. No fragments were generated and there were no patient consequences.